Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator  2007 (B)(6); 5568 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that there was oversensing/noise on the right ventricular lead. A possible fracture was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.